Event description:
Customer complained one of the interdental brushes broke off and wedged in my gum line. They tried everything. Their dentist could not do anything. Customer said they must go to a periodontist to have it removed.